Event description:
During review of the event history by baxter it was determined that failure code 403:317:871:0000 occurred during delivery causing an interruption of delivery. There was no patient involvement, injury, or medical intervention related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event opened during the investigation of (B)(4)." The cause was identified to be faulty user interface module. "To correct this condition the user interface module was replaced." If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
The condition of failure code 403:317:871:0000 was confirmed in the event history due to a faulty user interface module. The user interface module was replaced to correct the condition. A follow-up report will be submitted if additional information becomes available. (B)(4).